Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with the pacemaker exposed in (B)(6) 2018. There was no leakage from the implant site. The doctor disinfected the pouch, closed the wound, and treated the patient with antibiotics. The pouch did not heal; however, the patient¿s temperature was normal throughout this period. On (B)(6) 2018 the physician explanted the pacemaker and lead and re-implanted a new system. The patient was stable .

Manufacturer narrative:
Analysis was normal. No anomalies were found.